Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31445230l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Immediately after left pulmonary vein (lpv) isolation, one hour after the catheter use, immediately after ablation was started on the right pulmonary vein (rpv), the physician pointed out that the patient's blood pressure had "increased" significantly. It was also reported that the blood pressure decreased. A small amount of pericardial effusion was confirmed by echocardiography. Pericardial drainage was performed and 280ml of venous blood was drained. After that, the procedure was terminated. The patient was followed up in the ICU (intensive care unit). The patient improved, fully recovered, and has been discharged from the hospital. No steam pop was confirmed. When the catheter was being placed, there was strong resistance with the coronary sinus (cs) catheter (beeat from the neck). It was thought that tamponade occurred in the right heart system since venous blood was drained. No error messages were observed on biosense webster equipment during the procedure.